Event description:
Pain vagina [vulvovaginal pain]. Tampon was not attached...still stuck inside me- vagina [foreign body in reproductive tract] it unraveled. Actual tampon part was not attached [device breakage]. Went to change my tampon and as I pulled the string, it unraveled. Tampon was still stuck inside me [complication of device removal]. Case narrative: consumer reported via e-mail that the string unraveled during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.